Event description:
The hospital reported a system malfunction during a case. The patient was switched to an ambu bag to resume the case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Anesthesia control board was replaced to resolve the issue. Unique identifier: (B)(4). Legal manufacturer: (B)(4).